Event description:
The manufacturer received information alleging a ventilator was stopped working. There was no harm or injury reported. The device was evaluated and the complaint that the device shut down was not confirmed. Evaluation found no device problem. Dirt and dust contamination was found in the blower. Additionally, the right-side panel, blower, blower mount, pressure tube, flow tube and manifold were replaced for preventative maintenance. The devices software was upgraded, and the unit passed final testing. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.